Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The device was tested by adding water. There was water leaking from the bottom of the water tank cover. The issue is due to cracks on the water tank cover due to over screwing the water tank cover screws. The operator replaced the enclosure, drain fitting, membrane switch due to a crack in water tank, front cover due to scuffs and replaced the missing water tank cap.

Event description:
Information was received indicating that the level 1 hotline low flow system had a crack on the top left of the reservoir: causing a leak. There were no adverse events reported.